Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The reason for the pump and catheter replacement was the patient presented to the emergency department (ed) for a second time with withdrawal symptoms. It was uncertain if there was a device issue. The physician requested that both the pump and catheter be replaced. The pump and catheter were replaced (B)(6) 2018 and will not be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The physician opened the pump pocket to determine whether there was an issue with the catheter and then re-anchored the pump. The physician replaced both the catheter and the 20ml pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen 2880 mcg/ml: 660 mcg/day and clonidine 720 mcg/ml: 165 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2018. It was reported the patient experienced symptoms believed to be withdrawal from medication; altered state of consciousness and tremors. The patient had a confirmed urinary tract infection. A catheter dye study was performed (B)(6) 2018. The catheter was aspirated, and dye was observed in the intrathecal space. A roller study was performed; the pump rollers were observed working as expected. The pump logs were read and no events were reported. A pocket revision was performed on (B)(6) 2018 and the pump was re-anchored to the fascia surgically. The issue was resolved. Patient status was alive - no injury. Patient weight was 91 kg. Medical history includes intractable spasticity and paraplegia. No further complications were reported.